Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an unspecified quantity of amia automated pd sets had ¿come off¿. This was observed during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.